Event description:
It was reported that during a da vinci-assisted surgical procedure, the tips of the tip-up fenestrated grasper instrument were bent resulting in a small tear to the bowel tissue, requiring a single stitch closure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
Intuitive has not received the tip-up fenestrated grasper instrument to perform failure analysis at the time of this report.